Manufacturer narrative:
Analysis of the log files from the AED showed that the AED was reporting service codes caused by unintentional pressing of buttons while the unit was being stored. As a follow up with the customer, the proper maintenance of this device was reviewed which included informing the customer that they should ensure that buttons are kept free from interference.

Event description:
A customer reported that their AED battery was depleted and that the AED was powering itself on and off. They reported that this did not occur during patient use.